Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va354p2, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were returning a lead for this case and they noted they had impedance issues on the lead. The rep noted they did troubleshooting and tried another battery. Rep asked if they need to send the battery with the lead or not as the battery was used in the case for troubleshooting. The rep indicated there was no issues with the battery and that it was used just for troubleshooting within the case to help determine overall that the lead was the issue.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that there was high impedance, however the values were unknown at the time of the report. Troubleshooting steps were taken where they disconnected and reconnected the lead multiple times and they also tried another battery which they indicated needs to be exchanged. The rep reported the issue was only able to be resolved with a new lead. There were no stimulation issues reported which occurred as a result of this issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va354p2); product type: 0200-lead; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. Analysis of the lead (lot#: va354p2) identified a break in the insulation under the electrode at the distal end of the lead; consistent with explant damage. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID 978b128 lot# va354p2, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.